Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens peeling issue could not be determined, however, the issue was likely due to stress of repeated use, external factors and or user/handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope". Inspection of entire endoscope ¿6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus asset endoeye flex deflectable videoscope had a video cable air leak. Upon inspection and evaluation, adhesive around objective lens is peeled. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process [adhesive around objective lens is peeled, due to a pinhole on video cable, water tightness is lost, scratches and chips found throughout the device, due to wear of angle wire, bending angle in up direction does not meet specifications, video connector is deformed, and adhesive around objective lens is peeled]. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.